Event description:
The event is reported as: the customer alleges that the bronchial cuff does not open to the lateral side so the cuff will not seal. The alleged failure was detected prior to patient use. No report of a patient injury or delay in treatment.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.